Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that telemetry was not possible with the programmer. The caller indicated that the radiofrequency (rf) head was replaced and there was still no telemetry. It was also reported the header connector is totally broken. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the link electronic module (lem) printed circuit board was out of specification. Device also failed functional test universal serial bus (usb) loop back, as a result the main processing unit (mpu) circuit board was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.